Event description:
A medtronic representative reported that a navlock thoracic probe was bent during a spinal surgery. No negative impact to the patient outcome was reported.

Manufacturer narrative:
The suspect device lot number and manufacture date is dependent on the return of device to manufacturer. No parts or files have been sent back to the manufacturer for further evaluation at this time.